Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as this event was reported via article in the journal of arthroplasty. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Article in the journal of arthroplasty 31(2016) 1727-1731: authors conclude : that the cementless approach may be a reasonable option in obese patients. However, the revisions (n=20) in which 14 (70%) occurred within 4.8 years point to the difficulties of such surgery in obese patients.